Event description:
Explant confirmed

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/mar/2024.

Event description:
Patient reported a left side "chronic seroma¿, ¿peri-prosthetic fluid¿, ¿capsular contracture", "swelling, considerable increase in size¿, at least one third more than the original size¿ ¿pain¿ and ¿tenderness¿ and ¿feeling of tightness", "stress and fear because of the breast prostheses" and exchange due to concerns with the product¿, ¿recurrent inflammatory symptoms¿, and ¿both breast with inflammatory symptoms", and ¿pain similar to mastitis. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
Patient reported a left side "chronic seroma¿, ¿peri-prosthetic fluid¿, ¿capsular contracture", "swelling, considerable increase in size¿, at least one third more than the original size¿ ¿pain¿ and ¿tenderness¿ and ¿feeling of tightness", "stress and fear because of the breast prostheses" and exchange due to concerns with the product¿, ¿recurrent inflammatory symptoms¿, and ¿both breast with inflammatory symptoms", and ¿pain similar to mastitis. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side "chronic seroma¿, ¿peri-prosthetic fluid¿, ¿capsular contracture", "swelling, considerable increase in size¿, at least one third more than the original size¿ ¿pain¿ and ¿tenderness¿ and ¿feeling of tightness", "stress and fear because of the breast prostheses" and exchange due to concerns with the product¿, ¿recurrent inflammatory symptoms¿, and ¿both breast with inflammatory symptoms", and ¿pain similar to mastitis. Device has been explanted.